Manufacturer narrative:
A complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures. High potential failure and shorting was found on the connector portion consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that patient presented remotely. It was noted that right ventricular lead exhibited non-sustained right ventricular oversensing due to noise oversensing. All other electrical measurements are fine. The patient is pacemaker dependent and pacing was inhibited during the noise episodes. The patient did not have symptoms related to pacing inhibition. The patient was instructed to go to the emergency room. The lead was explanted and replaced. The patient was stable.